Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the charging issue was noticed last month after the doctor turned the patient's stimulator up. The cause of the charging issue was because of a broken charger/plug. The patient was sent a new charger and the issue was resolved.

Manufacturer narrative:
G5: please note that this device was used in an off-label manner as it was implanted for depression. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for depression. Patient reported that they have to recharge the ins every day and it was taking too long, about an hour. It was noted that patient had recently had the need to increase parameters. It was reviewed for the patient how programmed parameters affect recharge interval. Patient stated that the health care professional (hcp) increased settings like 50% however didn't mention that this would affect ins battery and that higher setting would deplete ins quicker. Patient noted that she was not before however she is charging to 100% now. Patient was redirected to follow up with hcp and ask about checking recharge statistics. Patient stated that once the ins completely depleted, and trial patient not doing as well. Patient reported patient stated that she took a job a couple of months ago performing heavy lifting and that is when the pain started. Patient said she is no longer performing that job however still has pain. Patient also reported that the cord on the left side of neck was tight, and patient did not know that they would experience that. No further patient complications were reported/ anticipated as a result of this event